Event description:
Reporter indicated that device disgnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays did not show an obvious lead discontinuity, though no tie downs were noted and some of the lead was not visible behind the generator. Also, the generator was noted as being placed in the lower left quadrant of the abdomen. The connector pin appeared fully inserted past the connector block. There appeared to be adequate strain relief, no acute angles along the length of the lead, feed-throughs intact, and lead wires intact at the connector pins. Lead break is suspected.